Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer's blood glucose value was 2.7 mmol/l. The auto mode was active at the time of event. Customer ate banana and took some other rapid working carbohydrates to treat low blood glucose. The insulin pump will not be returned for analysis.